Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely image noise and no image occurred due to damaged cable unit. The most probable cause of the additional malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited noise in the image and displayed no image, watertightness lost, damaged cable unit and poor contact of camera unit. There was no patient involvement.